Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. Knot locked or formed early before reaching the access site can be caused by a number of factors including, but not limited to: manufacturing, or user technique. During manufacturing, a final inspection is performed on all proglide devices and a sampling of finished devices is destructively tested to verify the functionality of the device, including proper suture placement. Suture can lock, or form early if the user applies too much force when attempting to tension the rail suture limb during the advancement of the knot. As there is limited reported information of event circumstances, a conclusive cause for the reported knot forming early could not be determined. Review of the device history record did not reveal any relevant nonconforming material records associated with this lot. Based on the review of the device history record and complaint handling databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after an interventional procedure. Reportedly, the suture knot seemed to form early, the device did not engage properly to form the knot when pulling the 2 sutures from the device itself, and the access site could not close. Manual arterial compression was performed to achieve hemostasis. The customer did not report any clinically significant delay in the procedure. There were no adverse patient effects. Reportedly, the physician is trained in the use of the proglide device. Though requested, no additional information was provided.